Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. This report is being submitted based on the event of exacerbated asthma treated with antibiotics. According to the complainant, the patient underwent his third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2014. The procedure was completed successfully with no issues noted. On (B)(6) 2014 the patient experienced exacerbated asthma with symptoms of shortness of breath and a productive cough. Subject was treated with prednisone and the antibiotic levaquin. No emergency room visits or hospitalizations occurred as a result of this event. On (B)(6) 2014, the event of exacerbated asthma was considered to be resolved baseline spirometry values: visit date: (B)(6) 2013. Pre-bronchodilator, fev1: 2.71, fev1 % predicted: 62.59, fvc: 4.88, fvc % predicted: 91.55. Post-bronchodilator: fev1: 2.88, fev1 % predicted: 66.51, fvc: 5.22, fvc % predicted: 90.78.

Manufacturer narrative:
(B)(6). (B)(4). Study source: post-FDA approval clinical trial evaluating bronchial thermoplasty in severe persistent asthma ((B)(4)). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed